Event description:
The customer reported her power cord started on fire on (B)(6) 2010, and had flames coming from it.

Manufacturer narrative:
This issue was identified during compliant remediation activities in which historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A replacement power cord was sent to the customer. After several attempts to get the original product back, it has not returned for evaluation/analysis. As the original product is not available for evaluation/ analysis, no definitive conclusion regarding the root cause of the reported event can be made. Should the product become available, an evaluation will be performed and a supplemental medwatch submitted at that time. CAPA (B)(4), approved on (B)(6) 2010, has been initiated for pump in style transformer overheating/ melting issues. Any additional follow up actions will be established as a result of the CAPA process.